Event description:
A customer reported that their pump was displaying a high blood glucose level and was not automatically administering a bolus, requiring manual intervention. Cause was not known. The customer declined further troubleshooting and is in the process of obtaining a new device since the current device is out of warranty.